Manufacturer narrative:
D4, d6 updated/corrected; the investigation has been changed from the purge cassette to the pump. G1 manufacturing information updated. Removed e2403, f26, and a1301 from h6. Investigation summary: priming problems: the cause of the priming problem was not determined as no product was returned, data logs were not recovered, and insufficient clinical details.

Event description:
It was reported that a patient implanted with an impella pump experienced decreased purge flow. The pump was explanted and a new pump was used to support the patient.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.